Event description:
It was reported that a patient underwent an initial right knee arthroplasty on (B)(6), 2020. Subsequently, the oxford bearing was revised due to unknown reason on (B)(6) 2021.

Manufacturer narrative:
(B)(4). This final report is being submitted to relay additional information. Complaint summary: adequate photographs have not been provided and product has not been returned for evaluation. Therefore, the investigation has been limited to the information provided. Review of the device history records could not be conducted as the item / batch numbers are unknown. Review of complaint history could not be conducted as the item / batch numbers are unknown. These devices are used for treatment. The reported event is not related to a combination of products; therefore, a compatibility review is not applicable. It cannot be confirmed that the implant is not within the scope or subject of any field actions or recalls which could be attributed to reported event as the item / batch numbers are unknown. The likely condition of the devices when they left zimmer biomet is conforming to specification. The reported event has not been confirmed as relevant photographs have not been provided and packaging has not been returned for evaluation. The root cause of the reported event cannot be determined with the information provided. Corrective or preventative action not required. The root cause of the reported event cannot be determined with the information provided. The investigation is completed based on current available information. If any additional information becomes available, then the complaint will be reopened and further investigated.

Manufacturer narrative:
(B)(4). Initial report. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Associated products: medical product: unk oxford tibial component; catalog no.: unknown; lot no.: unknown. Medical product: unk oxford femoral component; catalog no.: unknown; lot no.: unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Device location currently unknown.

Event description:
It was reported that a patient underwent an initial right knee arthroplasty on (B)(6) 2020. Subsequently, the oxford bearing was revised due to unknown reason on (B)(6) 2021.